Event description:
Polypectomy snare loop detached from handle/wire. It was retrieved with a biopsy forcep. Length 240cm; loop dia. 13mm; loop type micro oval, connecrtor type, microvasive & olympus compatible.